Event description:
Initial result for a patient ethanol was 1 mg/dl. When repeated, the result was 96 mg/dl. The incorrect result was not used to guide patient therapy. The field service representative was unable to determine a cause for the discrepancy.